Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a renegade stc-18 microcatheter. Analysis of the tip, inner/outer shaft, and hub/strain relief included microscopic and visual inspection. Inspection revealed inner shaft damage (inner shaft delamination) that partially blocked the inside of the shaft 26.2cm from the strain relief. A guide wire was inserted into the shaft of the device, and while the wire advanced fully, there was some resistance while advancing. Inspection of the rest of the device found no other damage or defect.

Event description:
Reportable based on device analysis completed on 25jun2020. It was reported that the device could not cross lesion. The target lesion was located in the 60% tortuous splenic artery. A renegade stc 18 catheter was selected for use in a splenic aneurysm embolization. During preparation, the stc18 micro catheter was flushed with saline. The catheter was advanced into the patient's body through the micro guidewire. Subsequently, the device could not cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed an inner shaft delamination.